Manufacturer narrative:
Legal manufacturer: (B)(6). Ge healthcare's investigation is on-going at this time. A follow-up report will be submitted when the investigation is completed. Device evaluation anticipated, but not yet begun.

Event description:
The customer reported that cic did not provide audible alarms when the patient expired.

Manufacturer narrative:
It was reported that on (B)(6) 2022 at around 07:50am, a patient experienced a cardiac arrest/asystole condition for which the cic did not audibly alarm. The patient was at the end of his life and thus, not resuscitated. The customer did not allege that loss of audible alarm caused or contributed to the patient's demise. On evaluation, the ge healthcare (gehc) field engineer confirmed that the cic was not producing audio sounds and rebooted it to restore function. It was also noted that the loss of audible alarm issue had been known to the staff days prior to the incident date but neither the customer's biomedical engineering department nor gehc were informed. The cic was returned to gehc where, despite extensive testing, the loss of audible alarms could not be reproduced. Review of the cic log files showed that the monitor provided multiple alarms leading up to and during the event including spo2 lo, art sys lo, spo2 probe off, vfib/vtach and asystole. There were no errors noted in the logs related to the audible alarms. Based on the information available, a definitive root cause could not be determined. In a review of historical data, gehc did not identify an adverse trend related to this issue.